Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's battery is charging, but it is not holding a charge as much as it was. Caller stated the patient went to sleep at 100% and when they woke up, the battery was already at 60 % on saturday. Caller also stated that when they noticed this change in the ins, the patient put the communicator over the battery to check it, they saw an error code 2703. Agent reviewed meaning of the message. The issue was not resolved through troubleshooting as the caller was not with the pt. Agent reviewed out of range and ways to resolve. The patient was redirected to their healthcare provider and rep to further address the issue. It was reported that patient is losing about 40% charge in 24 hours. Caller states they charged yesterday to 100% and this morning patient is down to 60%. Caller also states seeing error code 2703 on the programmer. Patient has not had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue." Caller plugged handset into charge and the handset got a message showing that there was a poor cable connection. Caller unplugged and replugged in the charging cord but this didn't' resolve.